Event description:
Report #2 of 2: report received of an interruption in therapy. The pt was receiving epinephrine, levophed, dopamine, and neosynephrine on two pumps. The drug concentrations and the pump settings could not be recalled. The customer could not recall which medications were infusing on each pump. It was reported that the pt was being transferred from the intensive care unit (ICU) to x-ray for a CT scan. When unplugged, the pump gave an audible alarm and displayed "malfunction 76". Reportedly all of the pump settings were "lost". The pump was replaced utilizing the existing medication and tubing. The pt's hemodynamic status was being monitored with an arterial line; however, the customer could not recall the pt's blood pressure at the time of the event. No medical interventions were required for the pt. Though requested, there was no further info available.